Event description:
The pt suffered a stroke while swimming. The staff managed to get them onto the lifter chair, but as they started to wind the hoist out of the water, the whole machine mast and base fell into the water. No injuries were reported.